Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the vessel sealer (vs) instrument was not working. The customer tried rebooting the integrated electrosurgical unit (iesu) with no change. The customer stated the light emitting diode (led) where the vs plugs into was red. The customer informed that it would flash blue and then change back to red. The procedure was converted to laparoscopic surgery with no reported injury. No troubleshooting was able to be performed. Error logs show 32030 and 32035 pointing to the instrument control box (icb) unit power supply and communication. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the instrument control box to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis investigations did not replicate the customer reported complaint. The pca was unable to replicate the reported problem by installing this icb box into pca system. It worked fine with exercising a stapler and vessel sealer 10 times without any issue or errors. Seal and cut were both performed without any issue or errors. There was no problem detected.